Event description:
It was reported that a physician performed a microlaryngoscopic removal of a laryngeal papilloma using a ktp laser set in starpulse mode. The patient was under anesthesia and intubated with a laser safety tube; jet inflation was used as well. It was reported that the patient had "difficult anatomy". The physician began the procedure using a mircrodebrider and then transitioned to the use of the laser fiber for "clean up". During the clean-up, the physician noticed a "flare/fire" at the tip of the fiber and immediately removed his foot from the laser pedal and removed the fiber from the patient; used water/saline on the affected area of the trachea. The fiber was not exhibiting a flare/fire when pulled out of the patient. Within 15 minutes, he performed a bronchoscopy; noticed "a small irritation at the site of the "flare/fire", more than normal". Patient outcome: the patient experienced a "small irritation at the site of the flare, more than normal". Reportedly, "the patient had no adverse outcome" reported.